Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system the customer received false positive results. Confirmatory testing produced negative results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "sample (B)(6) was n1 and n2 but negative when repeated. Also negative on the genexpert and ausdiagnostics." (B)(4).

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref. 44500301) lot 2055545 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 2055545 was manufactured according to specifications and met performance requirements. Customer complained about two patient samples tested positive for n1 and n2 target (run 3759, positions b4 and b6) but were negative when repeated on a different bd max¿ instrument (ct1039; run 6833 positions a4 and a6), and on two other platforms (genexpert and ausdiagnostics). It must be noted that the genexpert assay only detects the n2 and e gene targets and does not detect the n1 gene target. Moreover, ausdiagnostics only detects orf1 and orf8 gene targets and does not detect the n1 or n2 gene targets. Therefore, with this assay, the customer cannot confirm the n1 and n2 positive results obtained with the bd sars-cov-2 reagents kit. Moreover, limit of detection (lod) can vary between different assays and could explains discrepancies. Customer provided databases, logfiles and run files from bd max instruments ct1715 (run 3759) and ct1038 (run 6833) for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagent¿s instruction for use. Analysis of databases from instruments ct1715 and ct1039 show that the rate of positive results varied in time but did not suggest any specific issue or specific lot linked to false positive results. Manual pcr curve adjudication of samples b4 and b6 in run 3759 (ct1715) revealed strong fluorescence detection in the fam (n1 target) and cy5 channels (n2 target) that appear to be true cov-2 positive results. Customer reported that the repeat testing was done in run 6833 (ct1039) performed from the same specimens inoculated in new sbt, with same kit lot 2055545 and on same day as the initial run. Results analysis showed no fluorescence detection for samples a4 and a6, in either fam (n1 target) or cy5 channels (n2 target), but strong fluorescence detection in the rox channel (rnase p target). Based on the data and information provided, analysis strongly suggests the sars-cov-2 positive results were true positive results for samples b4 and b6 in run 3759 (ct1715). Indeed, low viral titers (near the assay limit of detection) would show low signal which is not what was observed during the curve adjudication process. No cause could be identified for the negative results obtained in the repeat test and the data analysis does not suggest that the discrepancies were due to a reagent malfunction. Material handling issue during sample preparation or sample mix-up could explain the discrepant results, but bd is unable to identify the exact cause of the customer¿s issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 2055545. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system the customer received false positive results. Confirmatory testing produced negative results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "sample (B)(6) was n1 and n2 but negative when repeated. Also negative on the genexpert and ausdiagnostics." Eua (B)(4).